Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with a 3.8 unit bolus from the pump. The customer stated that his pump told him to change the sensor. The customer stated that his current sensor is not allowing him to calibrate the sensor. The customer was assisted with calibrating the sensor. The customer declined to troubleshoot for the pump.